Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, red particles in shell, and fold creases. The device was underweight. A microscopic analysis was performed which identified an extended striated opening on posterior side assessed as surgical damage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.